Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage on the electronics. The pump had scratched display window, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 109 mg/dl at the time of incident. The customer stated that the pump alarmed button error right after exposure to moisture. She stated that she wore the pump in her bra and she was sweating. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.